Event description:
One hour into this transurethral resection (tur), the error code alarmed on the olympus bipolar machine. The surgeon tried trouble shooting, then took the scope apart and noticed that the loop had come apart. The red part from the metal loop.